Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 62 mg/dl while preparing to eat and was advised that a meal announcement was not necessary during a low; the user was instructed to treat with oral glucose and then proceed with the meal as needed. Symptoms included confusion and disorientation. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.